Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the generator circuit breaker had been inadvertently switched open. The circuit breaker was closed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed a precharge error. There was no adverse patient involvement reported. There was no patient information reported.